Event description:
The user facility reported that the device overheated during a case.there was no patient impact, no surgical delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Heat, not duplicated, npf.

Event description:
The user facility reported that the device overheated during a case. There was no patient impact, no surgical delay, no medical intervention, and no adverse consequences.